Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had skin erosion of the implantable neurostimulator (ins). It was unknown if there were any environmental/emi issues related. The battery was explanted on date notified and a new battery will be re-implanted on (B)(6) 2017, with the issue unresolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.